Event description:
Patient stated v-gos fall off after he sweats. Patient stated he applies v-gos at bedtime, but after sweating for 2 hours at work, the v-gos fall off. Patient did not provide specific dates for the events. Patient stated he discarded v-gos worn prior to today.